Manufacturer narrative:
Reference report 3012447612-2021-00011. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that when the surgeon was driving the iliac screw into the hip plate, the head detached from the screw shaft. The head with the connecting ring remained on the screwdriver, while the shank of the screw remained screwed into the bone. The surgeon made attempts to unscrew the shaft but was unsuccessful and the screw shaft remains in the patient without posing a threat to her. A competitor's screw was used and screwed in next to the broken one in the bone. While installing a different screw in the same procedure, the tulip lost polyaxial motion. It was removed and replaced with another screw without patient impacts. This is report two of two for this event.

Event description:
It was reported that when the surgeon was driving the iliac screw into the hip plate, the head detached from the screw shaft. The head with the connecting ring remained on the screwdriver, while the shank of the screw remained screwed into the bone. The surgeon made attempts to unscrew the shaft but was unsuccessful and the screw shaft remains in the patient without posing a threat to her. A competitor's screw was used and screwed in next to the broken one in the bone. While installing a different screw in the same procedure, the tulip lost polyaxial motion. It was removed and replaced with another screw without patient impacts. This is report two of two for this event.

Manufacturer narrative:
Added information to d3: email address, d4: unique identifier (UDI) number, d8, h4, h6: component codes, type of investigation, investigation findings, investigation conclusions corrected information in e4 this follow-up report is being submitted to relay additional information and initially corrected information. Summary the complaint is unrefuted for one (1) of one (1) polaris multi-axial screw (pn 14-500334) for the failure of lacking polyaxial motion. Medical records were not provided for review. Device evaluation: product has not yet been returned. However, x-rays were provided and can be used to confirm the screw fracture. Without return of the pn 14-500334, however, the lack of polyaxial motion remains unrefuted. Potential cause root cause was unable to be determined as the product was not returned. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that when the surgeon was driving the iliac screw into the hip plate, the head detached from the screw shaft. The head with the connecting ring remained on the screwdriver, while the shank of the screw remained screwed into the bone. The surgeon made attempts to unscrew the shaft but was unsuccessful and the screw shaft remains in the patient without posing a threat to her. A competitor's screw was used and screwed in next to the broken one in the bone. While installing a different screw in the same procedure, the tulip lost polyaxial motion. It was removed and replaced with another screw without patient impacts. This is report two of two for this event.

Manufacturer narrative:
The complaint is confirmed for one (1) of one (1) returned polaris multi-axial screw (pn 14-500336) for the failure of fracture. The complaint is confirmed for one (1) of one (1) returned polaris multi-axial screw (pn 14-500334) for the failure of lacking polyaxial motion. Medical records were not provided for review. Device evaluation: visual inspection of the devices reveals that item with lot number j3798377 has a fractured screw. Item with lot j3799069 is jammed in one position, with the screw unable to rotate. Lubrication of the device did not aid in this issue. Potential cause root cause was unable to be determined. It is possible that the screws were damaged due to patient conditions or other operational factors not detailed by the complainant. A follow-up report will be submitted if new information is received that changes the information provided in this report.